Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed no defects at the distal tip of the device. A functional analysis was performed and a pinhole leak located in the middle of the balloon was found. The noted defect likely occurred due to anatomical or procedural factors encountered during the procedure that could have limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic papillary balloon dilatation (epbd) procedure on (B)(6) 2016. According to the complainant, during the procedure, a hole was found on the balloon. A "segment remained in the body" and further medical intervention was required. It was noted that the patient was ¿good after additional treatment¿, and there was ¿no injury¿. The procedure was completed with another hurricane rx dilatation balloon. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of ¿segment¿ detached. Reported event of balloon hole. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic papillary balloon dilatation (epbd) procedure on (B)(6) 2016. According to the complainant, during the procedure, a hole was found on the balloon. A "segment remained in the body" and further medical intervention was required. It was noted that the patient was ¿good after additional treatment¿, and there was ¿no injury.¿ the procedure was completed with another hurricane rx dilatation balloon. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.